Event description:
It was reported that this right ventricular (rv) lead was exhibiting low out of range pacing impedance measurement, measuring less than 200 ohms. It was suspected that the lead showed beginning of a rupture of the external insulation layer. In addition, noise was noted on the rv channel and an inappropriate anti-tachycardia pacing (atp) was delivered due to the noise. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting low out of range pacing impedance measurement, measuring less than 200 ohms. It was suspected that the lead showed beginning of a rupture of the external insulation layer. In addition, noise was noted on the rv channel and an inappropriate anti-tachycardia pacing (atp) was delivered due to the noise. No adverse patient effects were reported. This rv lead remains in-service.